Manufacturer narrative:
Zimvie complaint number cmp (B)(4) a4: patient weight unknown / not provided d1: brand name unknown / not provided d4: additional device information unknown / not provided d6: d6a. If implanted, unknown. D6b. If explanted, unknown e1: reporter address unknown / not provided g4: premarket identification unknown / not provided h4: device manufacturer date unknown / not provided.

Event description:
It was reported that the patient went to the clinic with the crown loosened. After x-ray it was observed that the screw fractured and the implant at tooth site 36 fractured and the implant had to be removed. Patient will have to return to place a new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown zimmer implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant was observed fractured at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.